Event description:
It was reported by an attorney that a patient underwent an endometrial thermal ablation procedure on b)(6) 2008. Concomitantly, the patient underwent a dilation and curettage, diagnostic hysteroscopy, diagnostic laparoscopy, and laparoscopic uterine suspension. The reason for the procedure was prolapse, dysmenorrhea, dyspareunia, hypermenorrhea. During the procedure, the device was prepared and came to a stable pressure of 192 mmhg and circulated for 8 minutes in an uncomplicated fashion. The balloon was deflated and removed. The patient experienced an unspecified complication following the procedure. No additional information was provided.

Manufacturer narrative:
B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.